Event description:
The pt's mother reported the adhesive on the pt's insulin infusion set is not properly adhering. She stated the infusion set was in use for 2 days when the pt noticed it was coming off. She stated there is no apparent damage to the set and the pt has not done any strenuous exercise to cause excessive sweating. She said the pt uses alcohol to prep the area and he allows it to dry prior to affixing the adhesive. On follow up, the pt's mother stated the replacement sets are working fine. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.